Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The equipment was checked and found to function within manufacturer's specifications; the reported complaint could not be duplicated. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 phone call, (B)(6) 2015 email, (B)(6) 2015 email, (B)(6) 2015 phone call, (B)(6) 2015 phone call.

Event description:
The hospital reported that, during a case, the unit shut down. The clinician reportedly rebooted the unit and continued the case with no further reported complaint. There was no reported patient injury.